Manufacturer narrative:
A1, a2, a4, a5, a6, b5, h6 impact code. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Found cracked housing assembly at bottom of drain tube. The customer's reported issue was confirmed through visual inspection. The root cause was the cracked housing assembly. Replaced housing assembly to resolve the report error. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
There was no patient involved.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Found cracked housing assembly at bottom of drain tube. The customer's reported issue was confirmed through visual inspection. The root cause was the cracked housing assembly. Replaced housing assembly to resolve the report error. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was leaking. There was unknown patient involvement and unknown patient harm/adverse event reported.